Event description:
It was reported that during a routine implanted heart device check, it was observed that the battery voltage was noted to be 2.85 volts, after implant duration of approximately (B)(6) months; presenting repeated drop and recovery. The medical personnel suspected premature battery depletion and requested data analysis. The patient is scheduled to come back in one month. It was also reported that the previously working remote monitor has been failing to complete telemetry and transmit data since fourteen months prior to this event; analysis was requested and the monitor was replaced. It was further reported that the patient had come in for a check last month, and the heart device battery voltage had reportedly recovered; therefore, the physician decided that the patient will be monitored at three-month-interval followups going forward. No patient complications were reported as a result of this event.it was reported that during a routine implanted heart device check, it was observed that the battery voltage was noted to be 2.85 volts, after implant duration of approximately (B)(6) months; presenting repeated drop and recovery. The medical personnel suspected premature battery depletion and requested data analysis. The patient is scheduled to come back in one month. It was also reported that the previously working remote monitor has been failing to complete telemetry and transmit data since (B)(6) months prior to this event; analysis was requested and the monitor was replaced. No patient complications were reported as a result of this event. See note section for additional event description verbiage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri weekly battery voltage trend data in save to disk file 10101627 shows min bat=3.18 to 2.798 volts min between (B)(6) 2011 and (B)(6) 2012 is before device rrt<= 2.6251 volt.